Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for provided material number 30654778 and lot number 0218163. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, five physical samples were received for evaluation by our quality team. The samples came with no packaging flow wrap and no tip cap. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force and all results were within specification. Based on the investigation results, the sample received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 31 syr 10ml pump compatible saline 10ml fil had difficult plunger movement that would stop/lock halfway through the flush. The following information was provided by the initial reporter: "it was reported that the syringe would stop/lock up midway through the flush." "I was just notified of several other incidences with the same lot number at this hospital and they have pulled about 31 cases of this lot off their floors."